Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) p190006. This report is being submitted to correct the describe event or problem field (b5) in section b, adverse event/product problem. There is also additional information sent in impact codes (h6).

Event description:
It was reported that the patient went to the emergency room and has had 3 urinary tract infections (uti)'s in the past 6 weeks and may have a kidney stone. Also, the patient mentioned that she fell a few months ago and started to notice a dull ache in her pelvic area. Recommendation for the patient to turn down stimulation till pain starts to fade or turn off the device and schedule a follow-up appointment with her implanting physician. The patient didn't want to turn off her stimulation completely, as she mentioned the device is still helping with her symptoms. Recommended to turn down the stimulation to assess if the pain starts to fade. The current pain level for the patient was mentioned at a 2. The representative got in touch with the patient and seems to be doing well; everything is working with her device. The patient was able to charge with no issues and has been given methenamine hippurate for recurrent uti's and follow up with their primary care physician next week.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) p190006.

Event description:
It was reported that patient went to the emergency room and has had 3 urinary tract infections in the past 6 weeks and may possibly have a kidney stone. Also, patient mentioned that she fell a few months ago and started to notice the dull ache pain in her pelvic area. Recommendation for patient to turn down stimulation till pain starts to fade or turn off device and schedule follow up appointment with her implanting physician. The patient didn't want to turn off her stimulation completely as she mentioned the device is still helping with her symptoms. Recommended to turn down the stimulation to assess if the pain starts to fade. Current pain level for patient was mentioned at a 2. A patient outcome was not reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. This report is being submitted to correct the describe event or problem field (b5) in section b, adverse event/product problem. There is also additional information sent in impact codes (h6). Submitting supplemental record for product investigation conclusion and coding. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device was not returned, and pictures were not provided resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, the patient was experiencing a uti and pain in the pelvic area after a fall. Cause of the uti and pain at the pelvic could not be established therefore, an investigation conclusion code of 'cause not established' was chosen. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient went to the emergency room and has had 3 urinary tract infections (uti)'s in the past 6 weeks and may have a kidney stone. Also, the patient mentioned that she fell a few months ago and started to notice a dull ache in her pelvic area. Recommendation for the patient to turn down stimulation till pain starts to fade or turn off the device and schedule a follow-up appointment with her implanting physician. The patient didn't want to turn off her stimulation completely, as she mentioned the device is still helping with her symptoms. Recommended to turn down the stimulation to assess if the pain starts to fade. The current pain level for the patient was mentioned at a 2. The representative got in touch with the patient and seems to be doing well; everything is working with her device. The patient was able to charge with no issues and has been given methenamine hippurate for recurrent uti's and follow up with their primary care physician next week.